Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found that the charged coupled device (ccd) was peeling off, plastic distal end was cracked, bending section cover glue was separated, up/down plate was peeling off, seat holder unit was corroded, and the electrical connector unit was corroded. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the bronchovideoscope had a broken cable. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material found inside the biopsy channel, and a broken angulation wire (peeling off the coating greater than or equal to 1 x 1 mm2). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned, and an evaluation was completed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, physical/chemical stress was applied to insertion tube during user handling, causing peeling off coating to occur. However, a definitive root cause could not be determined. In addition, based on the results of the investigation, the foreign material could not be identified and the cause of the material remaining in the device could not be determined. There were no reported deviations from the instructions for use (IFU) and no damage to the area where the foreign material was detected. The following information is stated in the instructions for use (IFU): 3.2 ¿inspection of the endoscope¿ . 5. ¿inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ olympus will continue to monitor field performance for this device.